Event description:
It was reported that the device failed calibration during a returned order service. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Manufacturer narrative:
H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found the upstream occlusion sensor damaged. Functional testing found the reported "failed calibration" problem was duplicated. The pump was occlusion tested and failed. Replaced damaged upstream occlusion (uso) sensor. The root cause of the reported issue was found to be customer damaged. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).